Event description:
Hair was found wound around the cath-gard catheter contamination shield: 80cm with twistlock adapter that was in the arrrowg+ard blue psifor use with 7.5-8 fr. Catheters introducer kit when it was opened to start swan placement.